Manufacturer narrative:
The device remains in patient.

Event description:
During the coil embolization procedure, it was reported that the main coil prematurely detached outside the aneurysm and the main coil was left in the patient. There was a slight delay to the surgical and the aspirin was provided to the patient as a result of the reported event. No further information is available now.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned, therefore neither physical nor functional evaluation could be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
During the coil embolization procedure, it was reported that the main coil prematurely detached outside the aneurysm and the main coil was left in the patient. There was a slight delay to the surgical and the aspirin was provided to the patient as a result of the reported event. No further information is available now.